Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
Pt enrolled into the (B) (6) trial. Minor ischemic ipsilateral stroke reported. MRI and neuro eval completed. Pt recovered with sequelae. Please reference MDR 2183870-2010-00025 for the protege rx used in this procedure.